Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a duodenum resection, after loading the cartridge, the tissue was clamped and it was attempted to fire the product, but the green button did not illuminate, and it could not fire. The device locked on tissue and was able to be removed. Another device from other manufacturer was used. There was no patient injury.